Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The proximal set-up joint (psuj) was returned for failure analysis, and the reported error was confirmed but not replicated. System logs confirmed error 319, indicating that nodes were not present at startup, starting at the axes controller setup (acu) board in the proximal. Upon visual inspection, no issues were found related to the reported event. Installed the psuj onto a golden system where no faults occurred in normal mode and the unit functioned as expected. Tested the proximal on a patient side cart fixture test platform (pftp) where it passed all relevant testing. Based on these findings. The probable root cause is attributed to communication errors pertaining to the acu board.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replicated the error 319 on universal surgical manipulator (usm4), hard cycled the system and it worked normally. Fse replaced the proximal set-up joint (psuj) to resolve the problem. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the psuj.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the nurse stated error 319 occurred during procedure. The customer tried to power cycle system, but issue persisted, and they decided to disable universal surgical manipulator (usm4). The procedure was completed as planned with no reported injury.